Event description:
Customer reported the pump alarms for an occlusion but by that time, the line (PICC/cvp) was already occluded. The patient was a neonate, either the line was pulled or the patient received tpa to clear the line. Customer states that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Patient information requested an all available information is included in sections a and b. This report was filed by the manufacturer. Unable to determine the cause of the customer's reported occlusion because the device was not returned. A failure investigation could not be performed.